Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. Testing found the monitor had a pink display. The issue was resolved after replacing the external video cable. The device tested to all specifications. A cable was returned for analysis. Analysis found the cable was damaged and a continuity test found an open from pin 8 of the hd26 connector to pin 10 of the fischer connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that pink was displaying on the surgeon monitor when starting up the navigation system.